Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the device history record revealed no non-conformances that would have contributed to the reported event. In this case, there was no reported device malfunction associated with the cds. The reported patient effect of endocarditis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. In this case, the information provided in the case details stated that the portacatheter was infected and probably was the cause of the endocarditis of the mitral valve; however, per the physician, the presence of the clip could have contributed to the development of endocarditis. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The reported treatment with medications and hospitalization were a result of case-specific circumstances, as the patient required hospitalization and antibiotics to treat the endocarditis. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(6). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed as the patient developed endocarditis and the treating physician stated that the implanted clip may have contributed to the disease. It was reported that a mitraclip procedure was performed on (B)(6) 2013 and one clip was implanted. There were no reported device issues during the procedure. In (B)(6) 2014, the patient was diagnosed and hospitalized with endocarditis and has been treated with antibiotics. Per the physician, the patient has a history of severe chronic obstructive pulmonary disease with several exacerbations requiring intravenous medication via a portacatheter. The portacather was infected and probably is the cause of the endocarditis of the mitral valve. As of (B)(6) 2014, the patient is currently under treatment and remains hospitalized. The physician stated that he believes that the presence of the mitraclip may have contributed to the development of endocarditis. The initial source of the infection was not the mitraclip but probably the catheter sepsis. Not every patient with catheter sepsis will develop endocarditis, however, the presence of foreign material in the mitral valve facilitates the infection of the mitral valve. No additional information was provided.

Event description:
Subsequent to the initial report filed, additional information received: the patient was discharged from the hospital and was no longer on antibiotics and is doing well. No additional information was provided.